Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to user, which is the reported event caused partially or wholly by the user of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, a stent became dislodged from the duodenovideoscope and entered the patient and was subsequently retrieved. The stent was not from the patient but from a previous procedure which indicates the scope was not properly reprocessed. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.